Manufacturer narrative:
(B)(4).

Event description:
A 3.0x24mm liberte bare metal stent (bms) was received. The device exhibited a shaft fracture. Despite multiple attempts to request additional information regarding the 3.0x24mm liberte bms, no information has been received.